Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has ben completed.

Event description:
The pt was revised to address metallosis, soft tissue staining, and bone loss.